Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would not fill, the diagnostics showed that the circulation pump would not generate pressure. Biomed stated that they had a circulation pump on hand and would replace the part there. Per follow up information received via email on (B)(6) 2022, there was no patient involvement reported. Biomed was repairing the device onsite.

Manufacturer narrative:
The reported issue was confirmed. The device was not returned. The root cause of the reported issue is a circulation pump component failure. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The device history record review was not required as event was not an out of box failure. The labeling review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f,g,hh11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device would not fill, the diagnostics showed that the circulation pump would not generate pressure. Biomed stated that they had a circulation pump on hand and would replace the part there. Per follow up information received via email on 04aug2022, there was no patient involvement reported. Biomed was repairing the device onsite.